Event description:
It was reported that during an unk procedure, the blade broke. The broken part was retrieved from the pt. A same like device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.